Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) exhibited screen flickering, with flashing lines visible on the display. No patient was involved or harm was reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e1 (initial reporter, event site telephone, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer fse inspected the unit and replaced the pcb inverter dc to ac d671-00-0230. The unit passed all functional and safety tests in accordance with the manufacturer's specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. Fat wayne nj. The failure analysis and testing dept. Received part number 0670-00-0230 inverter board dc to ac serial number (B)(6) with a reported unit failure of the screen is flickering, it has flashing lines on it. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-0230 inverter board dc to ac serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Booted the cs300 into clinical mode. The cs300 pumped for two hours, no screen flickering was observed, and no flashing lines on the display. The board passed testing. Retaining the board in the fat dept. Per procedure number 0002-07-d008 rev.au.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (health effect impact codes).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) screen was flickering and it had flashing lines on it. No harm to the patient.